Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast reconstruction surgery with an unspecified tissue expander experienced deflation on an unknown side post procedure. As a result, patient had an explantation on an unknown date.

Manufacturer narrative:
The investigation of the video of the impacted device was completed by the failure analysis lab on 5/12/2020. Device evaluation summary: according to the information received, a tissue expander experienced a leak at junction between tab and side of implant where junction meets implant. Upon visual evaluation of the video provided in the complaint, it was observed a leakage between shell and one of the suture tabs. Manufacturer¿s reference number: (B)(4).